Event description:
Complainant alleged that during biomed testing, the device displayed a "paddle fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed, however, this is normal operation of the device. The system software was upgraded to allow the user to perform the 30j self test with paddles attached. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.